Manufacturer narrative:
The insulin pump was monitored for 2 days and had no blank display or dark display anomaly noted. Unit had cracked case at display window corners.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer stated that the display went dark and that the customer had already tried inserting a new battery. The customer's blood glucose was 247 mg/dl. Troubleshooting was done. The customer stated that the display still would not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.